Event description:
Additional information was received on (B)(6) 2016 from a healthcare professional and it was reported that the patient's other medications were clonazepam, levaquin, gablofen, lexapro, keppra, levothyroxine, percocet, flagyl, miralax and mg oxide. The patient's medical history included dystonia, depression, cad (coronary artery disease), thyroid disease, lumbar surgery, and an allergy to trazadone. The empty reservoir alarm started in(B)(6) of 2016. The troubleshooting performed and actions/interventions taken related to the empty reservoir alarm whereby the neurologist. Noted to be the pump replacement on (B)(6) 2016. It was also noted that the pump was managed

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a company representative regarding a patient receiving intrathecal lioresal (concentration 2000mcg/ml; dose 850mcg/day; lot unknown) via an implantable infusion pump. Indication for pump use was intractable spasticity and lumbar radiculopathy. The patient's pump was replaced (B)(6) 2016 due to normal elective replacement indicator (eri) occurrence. When the pump was interrogated, it was noted that a low reservoir alarm and empty reservoir alarm had occurred. The reporter was unsure when the event occurred, but stated that the patient had missed a pump refill. At the time of the replacement, the pump reservoir volume read 26 ml. The representative asked the patient about a change in therapy or symptoms related to the missed refill and none were mentioned. The doctor replaced the pump and all dosing data was kept the same. Additional information was requested regarding drug information, patient medical history, date of the empty reservoir alarm, troubleshooting performed, and actions/interventions taken. A supplemental report will be submitted if additional information is received.